Event description:
It was reported that the patient tripped and fell and landed on the shoulder where the device is located. Since that time, the patient received inappropriate high voltage therapy for noise that was interpreted as a tachycardia. The lead was capped, and the defib portion of lead remains active. Lead damage was observed at explant.

Manufacturer narrative:
No medwatch form was received.